Manufacturer narrative:
Evaluation - method: troubleshooting was done over the phone with the help of cts. Evaluation - conclusion: root cause for the specimen cap coming off the sample tube is unknown. However, it is possibly due to misapplication of specimen labels. Bec identifier for this report is (B)(4). Troubleshooting was done over the phone.

Event description:
Customer called on (B)(6) 2011 reporting that a specimen cap had come off a sample tube during analysis in auto (primary) mode on the beckman coulter lh 750 hematology analyzer. Customer reported that approximately 3cc of blood spilled into the instrument. Customer noted that there was no impact to patient results. No death or injury was attributed to this event and there was no change to patient treatment. Customer was wearing lab coat and gloves at the time of the incident and no exposure to the spill was reported. Customer technical support (cts) aided the operator over the phone and learned that the labels on the tubes were slightly misplaced. Cts recommended cleaning the area with gauze and bleach using hemostats. The root cause for the specimen cap coming off the sample tube is unknown. However, it is possibly due to misapplication of specimen labels. Cts advised customer to monitor the instrument but no recurrence has been reported.